Event description:
A balloon ruptured on its first inflation during an angioplasty and stent dilatation. Upon removal of this balloon catheter the catheter became hung up on a vascular clip. The distal portion of the shaft and the radiopaque marker detached. Retrieval of sement and radiopaque marker utilizing a snare and forceps was uneventful. There were no pt complications involved. This device was returned, evaluated and retained by this MFR. The engineering evaluation revealed the balloon remained attached to the shaft. The shaft was elongated twenty six centimeters from the proximal radiopaque marker to the distal tip. The distal tip of the shaft and the distal radiopaque marker were not returned. The balloon surface was scratched. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. Co's follow up also indicated the balloon may have come in contact with the vascular clip prior to inflation. Engineering evaluation revealed an elongated shaft which is a characteristic consistent with excessive exertion against resistance and scratches on the balloon surface, which is indicative of contact with a sharp external source. Since follow up indicated both a vascular clip and a stent were present, co believes these factors contributed to this event and does not attribute it to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."